Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter: (B)(6). Full event site name: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had stopped pumping. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter,event site email),e2, e3, g1, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) unable to duplicate the issue. Performed unit checkout. Unit passed all functional and safety tests.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e1 (event site email).

Event description:
N/a.